Manufacturer narrative:
A service report was submitted by dmta field service engineer following the evaluation of the device identified by this complaint. This technical system safety check was conducted 8 january 2020 and the findings concluded that the device was in compliance with dornier specifications. Patient hematoma is listed as a potential adverse effect and complication in the dornier delta iii operating manual. Details concerning the patient outside of the confirmation of hematoma were not provided to dmta for review. The result of this investigation revealed no defects or inconsistencies with the identified device. The review of the device conducted for this investigation concluded the identified unit dd30068 was manufactured and functioning within dornier specifications.

Event description:
Patient hematoma reported.